Manufacturer narrative:
The liquid embolic material was not returned for analysis as it was consumed in the intervention. Attempts to gather additional information has been unsuccessful. Since the device was not returned, we are unable to perform further root cause analysis. All devices are 100% tested and all products are 100% inspected for damages and irregularities during manufacture. Based on the reported information, there is no evidence suggesting that the device was defective or that it malfunctioned, but rather procedure and post procedure related event. However, the exact cause remains unknown. Unintended vessel occlusion and neurological deterioration are known inherent risks of endovascular procedures and are documented in our device¿s instruction for use (IFU). Linked with MDR: 2029214-2018-00992. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received the following information through review of ¿transvenous curative embolization of cerebral arteriovenous malformations: a prospective cohort study¿. After the last embolization session, 3 cases had significant disability mrs > 3. Procedure-related complications were documented in 2 cases. A second patient with a rolandic unruptured avm suffered an unexpected venous infarct (occlusion of venous outflow), resulting in postoperative transient light hemiparesis with mrs 2, which improved by the 6-mo follow-up to the patient¿s baseline. At 6-mo follow-up, 1 (2.5%) patient had significant disability. No recurrence was noted among the cured patients during the follow-up period. Ancillary devices: onyx, navien, marathon, apollo, mirage. The mean patient age was 37.7 yr (range, 18-69 yr) and 55%were female.